Event description:
The customer reported having low blood glucose, and the paramedics were called. The blood glucose reading at time of the call was 120mg/dl. Troubleshooting was performed. The customer stated that she felt a flood of insulin prior going into her hypoglycemic shock. The customer stated that she believes the insulin pump may be not functioning properly, and cracks on the device near the reservoir and battery compartment was noticed. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.